Event description:
It was reported that the ventricular lead exhibited poor sensing and high thresholds. The system was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.